Event description:
Rprt had a modified radical mastectomy of right breast for cancer in 2/76. On 9/4/79 she had a subcutaneous mastectomy of left breast because of diagnosis of potential cancer. On 7/10/80 bilateral breast implants. On 5/27/81, she had capsular contracture and left implant was removed and replaced with this implant. She had additional scar tissue and blood pockets that had to be removed bilaterally. (Also see 1003497).